Event description:
It was reported to boston scientific corporation that an injection gold probe device was used during an esophagogastroduodenoscopy procedure.according to the complainant, during the procedure, the injection gold probe device would not conduct electricity. The physician was able to complete the procedure with another injection gold probe device, using the same generator.no patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found no visible issues. Functionally, the needle was able to be extended and retracted without issue. An electrical evaluation was performed, which included load and isolation tests; the device met specification in both cases. The condition of the returned incident device showed no evidence of any defect which could have contributed to the event. The complaint was not confirmed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an injection gold probe device was used during an esophagogastroduodenoscopy procedure. According to the complainant, during the procedure, the injection gold probe device would not conduct electricity. The physician was able to complete the procedure with another injection gold probe device, using the same generator. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
(B)(4): the device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.